Manufacturer narrative:
(B)(4). Evaluation, results: (gi bleed).

Event description:
Pt received a 3.0mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid lad during procedure the 1st diagonal branch was also treated. Stent implant was successful; however, it was reported that approx 3 months post index procedure, pt presented with symptoms of gi bleeding. Re-hospitalization was required. Endoscopy showed gastric ulcer. Investigator reported that the event was unrelated to the study stent and procedure. No other clinical sequelae were reported.